Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts compared the results with a previous precision test performed on 02-jun-2015 and noted that qc had shifted below the mean. Following the first precision test, the fse replaced the sample nozzle and dispense lane heater due to temperature error and "ss" flags . Ts instructed the customer to repeat the survey following the intervention. The results retuned within range. No further issues were noted. No further action was required by technical support. The most probable cause of the reported event was due to fault/ failure of the dispense lane.

Event description:
On (B)(6) 2015, the customer reported failed precision testing for ca125 with their a1a-1800std analyzer. The customer sent the original printout and quality cotrol (qc) results to technical support (ts) for review. This is the second precision test to fail. The first reported failure occurred on (B)(6) 2015. The reported event resulted in discrepant patient results. There was no indication of patient intervention or adverse health consequences due to the potential discrepant survey result.